Event description:
This complaint is from the clinical study. The pt was initially admitted in 2004, to treat a lesion in the mid right coronary artery. The lesion restenotic and type c. The vessel had been previously treated with two 3.5 x 13mm bx velocity stents and a 3.0 x 23mm bx velocity stent (implant details are unk). The lesion length was 44.58m and the vessel diameter was 2.58mm. The lesion was initially pre-dilated at 8atm for 45 seconds and a 3.5 x 23mm cypher stent was implanted at 16atm for 31-60 seconds. At that time, a dissection occurred distal to the implanted cypher. Therefore, a 3.0 x 23mm cypher stent was implanted at 8atm for 31-60 seconds, distal to the first cypher, overlapping it. The stent were post-dilated at 16atm for 60 seconds. Intravascular ultrasound was conducted. The residual percentage of stenosis was 28.2% and timi flow was grade iii. Approx three yrs and four months post index procedure the pt complained of chest pain and was taken to the hospital. An abnormal ECG and elevated ck and wbc levels were observed. Coronary angiography was conducted and thrombus was observed in the cypher stent. A fracture (completely separated) was observed at the mid portion of the 3.5 x 23mm cypher stent that had been implanted. Aspiration and balloon angioplasty were conducted to treat the thrombus. The physician commented that the thrombotic event was possibly due to the pt being dehydrated and because there was a stent fracture. The pt's medications include aspirin, ticlopidine, heparin, and nitroglycerin.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This medwatch reflects two products with the same catalog number and unk lot number. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-00995, 9616099-2008-00996, 9610978-2008-00095 and 9610978-2008-00096. Additional info will be submitted upon 30 days of receipt.